Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). In attempt to resolve the issue a tech tested the device and found "no occlusions or alarms present". It was also reported that the device went back into service and the event reoccurred and the tech tested the device and found "occlusions were then present". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found in specification in relation to the reported downstream occlusion alarms which were not reproduced. Downstream occlusions were verified through a review of the event history log however the device passed all fluid pressure testing and was found to operate as designed. Should additional relevant information become available, a supplemental report will be submitted.